Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty lamp. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source lamp did not ignite. The issue occurred during a diagnostic upper endoscopy procedure which was completed with the same device there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.